Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Event description:
Sales rep reported revision surgery. No reason for revision given. Update rec'd (B)(4) 2014 - litigation papers received. Litigation alleges pain, discomfort, clunking, weakness, difficulty sleeping, and elevated metal ion levels. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: (B)(4) 2014. Update rec'd - plaintiff¿s preliminary disclosure form was received, which identified correct doi and part/lot information. The stem is being added to the complaint for elevated metal ion levels. The complaint was updated on: (B)(4) 2015.